Event description:
It was reported that on the day of report, patient went to the healthcare provider¿s clinic complaining that they were not getting boluses when they thought they should. It was noted that there were no refill issues but patient was not due for a refill yet. It was noted that the pump patient activation (pa) logs confirmed failed communication. It was noted that the patient does not use an antenna. The pump system was delivering hydromorphone and bupivacaine. Additional information received reported that the communication issues were due to the pump flipping. A revision was done on 2014 (B)(6). The pocket site changed and the intrathecal catheter was revised. The patient was doing good and receiving effective therapy. A follow-up report will be submitted if more information becomes available.

Manufacturer narrative:
Product ID 8596sc, serial# (B)(4), implanted: 2013 (B)(6); product type catheter product ID 8703w, lot# l47427, implanted: 1997 (B)(6); product type catheter product ID neu_ptm_prog, serial# unknown; product type programmer, patient product ID neu_ptm_prog, serial# unknown; product type programmer, patient. (B)(4).